Event description:
The customer reported that the system locked up and would not reboot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the blown fuse f1 and f2 on b111 on gantry cart. He checked the power supplies and unit operation. The system operates as intended.